Manufacturer narrative:
The reported lot number (541390j04) is the supplier lot number for the device. The corresponding synthes lot number is 4852292. As such, the applicable UDI would be (B)(4). Product investigation summary: the returned devices were examined upon receipt and the complaint conditions were able to be confirmed in each instance as the distal threaded tips of the drivers were broken and missing a segment (approximately 2mm diameter x 3.6mm long). Neither drive shaft/handle assemblies nor outer sleeves were returned. No definitive root cause was able to be determined; the failure mode is typically associated with off-axis loading during attempted screw removal. The extraction screwdriver is a component of the spine screw removal system and is used to remove implanted accs, vectra, and vectra-t screws. The vectra, vectra-t, vectra-one, and accs technique guides include proper instructions for use and caution the user that breakage may occur if not used as intended. The inner shaft became a saleable item (part 03.613.004) in october, 2007) to aid in replacement. The relevant drawings for the returned instruments were reviewed: driver and inner shaft. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot number with no non-conformance reports or complaint-related issues identified. No definitive root causes were able to be determined; the failure mode is typically associated with off-axis loading during attempted screw removal. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(6). (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and weight are not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cervical discectomy at levels c4 through c7 on (B)(6) 2016, while the surgeon was bending the handles of two extraction screw drivers, the tips of the inner sleeves that attaches the screws, broke off into the screws. This event occurred twice with two different instruments with the same part and lot numbers. After each occurrence, the fragments were retrieved and the screws were extracted. The fragments were easily removed without additional intervention. A similar instrument and screws were available for the procedure to be successfully completed. These events resulted in a 10 minute surgical delay but no adverse event. No patient harm was reported. The patient's postoperative condition was reportedly stable. This report is 1 of 2 for (B)(4).